Manufacturer narrative:
(B)(4). Complaint conclusion: during a stenting procedure to the pulmonary artery due to congenital malformation, it was reported that a maxi balloon (16x4) burst during stent dilation at the first inflation. There was difficulty removing the balloon catheter from the vessel due to one of the pieces from the balloon was impeding the withdrawal. There was one piece of the balloon itself ¿like a cup and another like a hat¿ that broke in a circumferential way. It was noted that there was also difficulty experienced when withdrawing the device into or through the guide catheter or sheath. No additional intervention was needed to remove the balloon catheter from the patient. No separated piece of the device remained in the patient. There was no report of patient injury. The lesion¿s characteristics are unknown. The procedure was successfully completed with another device. The product was inspected prior to use and appear to be normal. The product was prepped properly according to the IFU. No problems were noted during prepping. Approach was made from the femoral artery. There was no insertion difficulty caused by a blockage of possibly injectable material. The balloon catheter was able to be inserted into the patient once. There was no difficulty advancing the balloon catheter through the vessel. The same sheath (non-cordis) was used with another catheter to complete the procedure. The device was not returned for analysis. Review of lot 16001383 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported balloon burst was confirmed through review of procedural films provided. Withdrawal difficulty from the vessel could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, factors contributing to this event could not be determined. Balloon bust is a well known procedural complication of angioplasty in which vessel characteristics and procedural factors often contributed to the burst. In this case characteristics of the target lesion are unknown. Neither the DHR nor the information available for review suggests a design or manufacturing related cause for this event; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
(B)(6). Additional information will be submitted within 30 days of receipt.

Event description:
During a stenting procedure to the pulmonary artery due to congenital malformation, it was reported that a maxi balloon (16x4) burst during stent dilation at the first inflation. There was difficulty removing the balloon catheter from the vessel due to one of the pieces from the balloon was impeding the withdraw. There was one piece of the balloon itself ¿like a cup and another like a hat¿ that broke in a circumferential way. It was noted that there was also difficulty experienced when withdrawing the device into or through the guide catheter or sheath. No additional intervention was needed to remove the balloon catheter from the patient. No separated piece of the device remained in the patient. There was no report of patient injury. The procedure was successfully completed with another device. The product was inspected prior to use and appear to be normal. The product was prepped properly according to the IFU. No problems were noted during prepping. Approach was made from the femoral artery. There was no insertion difficulty caused by a blockage of possibly injectable material. The balloon catheter was able to be inserted into the patient once. There was no difficulty advancing the balloon catheter through the vessel. The same sheath (super sheath- bsc) was used with another catheter to complete the procedure. The lesion¿s characteristics are unknown.